Event description:
Pt¿s wife states that she found air in the cartridge when she was doing the usual cartridge change. Pump did not alarm. Husband not experiencing any adverse effects. Reason for air in the cartridge could not be determined. Pt will be sent a new pump. No other information known. Maintenance due date 09/29/2018. Dates of use: (B)(6) 2017 to (B)(6) 2018. Diagnosis or reason for use: pah.